Event description:
It was reported during a da vinci s prostatectomy procedure, the site experienced system error code #212. With the assistance of an isi technical support engineer the site restarted the system, however the system error code #212 reoccurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #212 was associated with the right master tool manipulator (mtmr) and a multiple servo driver (msd). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr) boards which provides drive current to the servo motors associated with each degree of freedom for each system arm. The system was repaired by replacing the effected mtml and msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety system put the da vinci in a "recoverable safe state". The mtml and msd were returned to isi for failure analysis investigation. The error was traced to the axis 4 encoder assemblies on the mtml. The corresponding motor/encoder assembly was replaced as well as the wiring harness. The msd was also evaluated and found to be within specification with no issues noted. As of august 20, 2009, there have been no reported recurrences of the issue at this hospital.